Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an ipg replacement on (B)(6) 2020 (related manufacturer reference number 1627487-2020-33031), the l4 lead was inadvertently damaged during the procedure, the lead explanted. Effective therapy was restored post operatively with the l3 lead.